Event description:
It was reported that a cartridge change error occurred. There was no reported impact to the customer¿s blood glucose level. The patient declined further troubleshooting and call-back from technical support, and no additional information was received regarding the outcome of the event.